Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer has been having significant discrepancies between her sensor glucose and blood glucose readings. Customer stated that it has been over 100 points off. Customer stated that last week she had a low blood glucose reading of 43 mg/dl. Customer stated that the threshold suspend did not alert her that she was going low. Customer's blood glucose was 105 mg/dl. Customer was unable to upload to carelink. Customer's blood glucose was 93 mg/dl at the time of the call and her sensor shows 105. Troubleshooting was performed and customer stated that she treated her low blood glucose of 43 mg/dl with a coke. Customer declined troubleshooting for low blood glucose. Customer was advised to monitor the issue.